Event description:
It was reported that the rv lead perforated the day of implant. The lead was removed.

Manufacturer narrative:
A tip stiffness test was performed due to the reported perforation and was found to be within specification. As received, the helix was in extended position and could not be retracted due to dry body fluid and tissue in the helix barrel. After cleaning, the helix could be actuated and was found to be within measured specification. The lead exhibited normal electrical characteristics. No defects in materials or workmanship were noted.